Event description:
Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of this implantable cardioverter defibrillator (ICD) having premature battery depletion. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device malfunction was identified during analysis. Although the pbd was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) depleted quicker than expected. Boston scientific technical services (ts) discussed that the device might be left at high outputs for some time after implant. The representative was then advised to do a save all and memory download. Engineering analysis indicates that the device is operating at a much higher power output (power consumption) than it should be based on the programmed settings and therapy delivery. Additional information from the field representative indicated that the patient will then be scheduled for a device upgrade. This ICD will be replaced and will be returned for further analysis. No adverse patient effects were reported.